Manufacturer narrative:
(B)(4).

Event description:
It was reported "placed, open the iabp after flashing a screen after the blue screen alarm, can not be normally displayed and use, and immediately check the cause, found that the device can not be normally displayed. Immediately stopped using it. After the ICU from other pump to get a use." The pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "placed, open the iabp after flashing a screen after the blue screen alarm, can not be normally displayed and use, and immediately check the cause, found that the device can not be normally displayed. Immediately stopped using it. After the ICU from other pump to get a use." The pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".